Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2013. During the procedure, the co-pilot, included in the 20/30 priority pack, was connected per instructions for use. When contrast was placed under pressure using the indeflator, the co-pilot was noted to come apart. The device was removed and a second co-pilot was then used without issue. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the copilot was returned and the issue was not confirmed. The funnel cap was returned loosely threaded and was partially unscrewed off the copilot. The funnel cap was threaded back onto the copilot and secured. After a stopcap was attached to the rotator, a proxy indeflator, filled with water, was used to pressurize the copilot to 400psi with the clamp seal in the closed position. There was no leak observed. Based on the returned analysis, it appears that the funnel cap was not properly secured prior to use and the clamp seal was not utilized during use. There is no indication to suggest a product deficiency contributed to the reported difficulties. A review of the lot history record revealed no non-conformances associated with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.